Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of juev0551 showed fourteen other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(4).

Event description:
It was reported that the locking clams on the statlock are extremely hard to close, sometimes impossible. It was reported this event occurred fifteen times. This report addresses the third event.